Event description:
It was reported that the user performed a supply change on the ilet infusion set and cartridge and inadvertently left the needle guard in place, resulting in the infusion set being deployed incorrectly with an improper connection. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring clinical intervention and no alerts or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed user handling error consistent with incorrect infusion set deployment and connector attachment. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.